Event description:
Based on additional information received on 29-sep-2016, , this case initially considered as non-serious was upgraded to serious as the event of pseudosepsis was upgraded to serious with seriousness criteria as required intervention. This case is cross referenced with case (B)(4) (cluster). This unsolicited case from united states was received on 08-oct-2015 from a physician. This case concerns a (B)(6) male patient who initiated treatment with synvisc one and later 48 hours after starting treatment developed pseudosepsis and 3 days after starting treatment, knee was aspirated. The medical history of the patient included arthritis,asthma and chondromalacia patella (onset date: (B)(6) 2015). The past surgical history included elbow surgery, knee arthroscopy, shoulder surgery and some unspecified surgery. The patient was allergic to benzylpenicillin (penicillin), cefalexin monohydrate (keflex) and pethidine hydrochloride (demerol). The family history of the patient included history of cancer, diabetes and heart disease. The patient was alcoholic. The concomitant medication of the patient included codeine/paracetamol (tylenol w/ codeine), betadine and ethyl chloride spray. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection, once (dose: not provided), with lot/batch number: 5rse020a and expiration date: 01-apr-2018 into the right knee for right knee osteoarthritis. On an unknown date in (B)(6) 2015, 48 hours after starting treatment, the patient experienced pseudo-sepsis. It was reported that the patient had right knee pain, redness and swelling. The pain was currently moderate and had a sharp quality. The patient was treated with steroid injections and had significant relief of knee pain for 2 weeks. However, in the last two weeks, the pain started recurring. The patient also complained of pain with walking when he got up out of the chair. It was reported that the pain was localized around the kneecap. It was reported that after the injection the knee felt significantly better and he was not having instability like he was currently having. It was reported that the patient had patella femoral crepitance, active flexion was more than 140 degrees and crepitus was present on flexion and extension. Also reported, the patient had painful patella grind. The patient had no effusion and elected to continue with visco supplement injection as all conservative modalities failed. It was reported that the doctor had been using synvisc one without reactions and comments that now he has had 2 recently, noting the new design on the syringe. On (B)(6) 2015, 3 days after starting treatment, the right knee of the patient was aspirated and 5 cc of yellow synovial fluid was performed to insure that the injection was performed in knee joint. The same day, the patient had white blood cell count: 17000 neutrophils of 55% glucose of 85 and protein count of 4.7 (units and normal range: not provided for both). The temperature of the patient was 99.0 degree fahrenheit. The as of (B)(6) 2015, the patient had severe pain and an aching quality. The effusion of the knee had returned. The patient complained of pain and tightness. On physical examination, patient had pain with range of motion, active flexion upto 50 to 60 degrees and passive flexion 50 to 60 degress. Corrective treatment: steroid for pseudosepsis and not reported for knee aspiration. Outcome: recovered for both the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter causality assessment: related with synvisc one seriousness criteria: required intervention for pseudosepsis additional information was received on 13-oct-2015: global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 29-sep-2016, this case initially considered as non-serious was upgraded to serious as the event of pseudosepsis was upgraded to serious with seriousness criteria as required intervention. The event of knee aspiration was added along with the details. Symptoms for the event pseudosepsis were added. Past drugs, medical history, family history, concurrent conditions and concomitant medications were added. Laboratory data was added. The product start date, frequency, batch/lot number, expiration date and indication were added. The event start date for the event pseudosepsis was updated from unknown to (B)(6) 2015 and corrective treatment and seriousness criteria for the event was added. Outcome was updated from unknown to recovered. Action taken was updated from unknown to not applicable. Clinical course was updated and text was amended accordingly.

Event description:
Based on additional information received on 29-sep-2016, this case initially considered as non-serious was upgraded to serious as the event of pseudosepsis was upgraded to serious with seriousness criteria as required intervention. This case is cross referenced with case (B)(4) (cluster). This unsolicited case from united states was received on 08-oct-2015 from a physician. This case concerns a (B)(6) male patient who initiated treatment with synvisc one and later 48 hours after starting treatment developed pseudosepsis and 3 days after starting treatment, knee was aspirated. The medical history of the patient included arthritis, asthma and chondromalacia patella (onset date: (B)(6) 2015). The past surgical history included elbow surgery, knee arthroscopy, shoulder surgery and some unspecified surgery. The patient was allergic to benzylpenicillin (penicillin), cefalexin monohydrate (keflex) and pethidine hydrochloride (demerol). The family history of the patient included history of cancer, diabetes and heart disease. The patient was alcoholic. The concomitant medication of the patient included codeine/paracetamol ((B)(4) w/ codeine), betadine and ethyl chloride spray. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection, once (dose: not provided), with lot/batch number: 5rse020a and expiration date: 01-apr-2018 into the right knee for right knee osteoarthritis. On an unknown date in (B)(6) 2015, 48 hours after starting treatment, the patient experienced pseudo-sepsis. It was reported that the patient had right knee pain, redness and swelling. The pain was currently moderate and had a sharp quality. The patient was treated with steroid injections and had significant relief of knee pain for 2 weeks. However, in the last two weeks, the pain started recurring. The patient also complained of pain with walking when he got up out of the chair. It was reported that the pain was localized around the kneecap. It was reported that after the injection the knee felt significantly better and he was not having instability like he was currently having. It was reported that the patient had patella femoral crepitance, active flexion was more than 140 degrees and crepitus was present on flexion and extension. Also reported, the patient had painful patella grind. The patient had no effusion and elected to continue with visco supplement injection as all conservative modalities failed. It was reported that the doctor had been using synvisc one without reactions and comments that now he has had 2 recently, noting the new design on the syringe. On (B)(6) 2015, 3 days after starting treatment, the right knee of the patient was aspirated and 5 cc of yellow synovial fluid was performed to insure that the injection was performed in knee joint. The same day, the patient had white blood cell count: 17000 neutrophils of 55% glucose of 85 and protein count of 4.7 (units and normal range: not provided for both). The temperature of the patient was 99.0 degree fahrenheit. The as of (B)(6) 2015, the patient had severe pain and an aching quality. The effusion of the knee had returned. The patient complained of pain and tightness. On physical examination, patient had pain with range of motion, active flexion upto 50 to 60 degrees and passive flexion 50 to 60 degrees. Corrective treatment: steroid for pseudosepsis and not reported for knee aspiration. Outcome: recovered for both the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rse020a expiration date (04/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse020a no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(4) 2016, there were 3 complaints on file for lot # 5rse020 and all related sub-lots: 3 complaints for lot # 5rse020a: (1) adverse event report, (1) damaged tray lid and (1) defective tray lid. Sanofi would continue to monitor complaints to determine if a CAPA was required. Reporter causality assessment: related with synvisc one. Seriousness criteria: required intervention for pseudosepsis. Additional information was received on 13-oct-2015: global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 29-sep-2016, this case initially considered as non-serious was upgraded to serious as the event of pseudosepsis was upgraded to serious with seriousness criteria as required intervention. The event of knee aspiration was added along with the details. Symptoms for the event pseudosepsis were added. Past drugs, medical history, family history, concurrent conditions and concomitant medications were added. Laboratory data was added. The product start date, frequency, batch/lot number, expiration date and indication were added. The event start date for the event pseudosepsis was updated from unknown to (B)(6) 2015 and corrective treatment and seriousness criteria for the event was added. Outcome was updated from unknown to recovered. Action taken was updated from unknown to not applicable. Clinical course was updated and text was amended accordingly. Additional information was received on 10-oct-2016. The ptc results for lot number: 5rse020a were added. Text was amended accordingly.